Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a lost sensor alarm. The sensor was missing the cannula. The cannula might be stuck in the serter. Customer's blood glucose level was 6.9 mmol/l. The device was not returned.